Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device for longer than 48 hours. The patient reports the insertion site was red, painful and there was purulent discharge. The patients reported blood glucose level was over 400 mg/dl. The patient had gone to the clinic where they were diagnosed with an infected abscess. The patient was prescribed cephalexin (500 mg x 3) to be taken for 10 days. The patient was at the clinic for 30 minutes.